Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-jul-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door 3 had failed and was not detected on bus. The field service engineer was found during the recovery attempt, a high-pitched 'beep' was emitted from the latch. Upon further inspection, the field service engineer was found that the metal rack in the storage space had been improperly installed, exerting excess pressure on the door from inside of the cabinet. The metal shelf was corrected to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es tower had a door failure. The customer reported that there was delay in dispensing the medication. There were no adverse events or injuries reported as a result of this incident.